Event description:
It was reported that during a laparoscopic right hepatectomy, the doctor experienced two ¿misfires¿ with the pve35a. During firing he heard a ¿crunching¿ sound and after firing, he witnessed unformed staples. No patient harm reported.

Manufacturer narrative:
(B)(4). Date sent: 4/29/2024 d4: batch # unk additional information was requested and the following was obtained please explain in detail what was the issue with the device. Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) I¿m still working on connecting with the person (dr. Dib) who reported the event to obtain more information. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.